Event description:
It was reported that on (B)(6) 2002, the patient underwent bilateral c3-c4, c4-05 and c7-t1 spinal fusion surgery. Pseudoarthrosis was found at c3-c4; however it appeared to be solid at c4-05. Kerrison punch was used to perform laminotomies and foraminotomies bilaterally at c3-c4, c4-05 and c7-t1. The holes were drilled, tapped, and proper length screws were placed on each side. Rods were placed on both sides, plugs were placed and tightened down to proper torque on both sides, thus doing a c4-t1 fusion. The lateral x-ray revealed proper levels. No patient complications were reported. On (B)(6) 2002, patient presented with grade I spondylolisthesis, l4-l5, with severe spinal stenosis and l5 radiculopathy. It was reported that patient underwent l4-l5 posterolateral spinal fusion using bmp2 on (B)(6) 2002. The disc space was evaluated at l4-5 but found to be collapsed, no evidence of disc herniation. Therefore, discectomy was not performed. At the right at l5-s1, a right-sided discectomy was performed. Facet was decorticated thoroughly and 6.5 x 40 mm screws were placed, and rods were placed followed by plugs which were sheared off. Then infuse was placed in the lateral gutters from l4 to l5 and secured to the bone surface. No patient complications were reported. On unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on: (B)(6) 2002: patient presented with following preop diagnoses: grade 1 spondylolisthesis l4 and l5 with severe spinal stenosis and l5 radiculopathy. Procedure: l4 to l5 posterolateral spinal fusion; l4 to l5 posterior instrumentation, right, m8 titanium; bone morphogenic protein bone graft substitute for fusion; emg stimulation. Perop: bone morphogenic protein which was repaired, the sponge was placed in the lateral gutters from l4 to l5 and secured to the bone surface. There was no gelfoam left in the laminotomy space.6.5x40 mm screws were placed without difficulty.